Event description:
Pt had been treated for hypertension & hypercholesterolemia. Two lesion was treated on 23 months ago. Medications prescribed at the day of procedure were as follows: aspirin - 200mg; clopidogrel - 300mg. The first lesion treated was located in the proximal lad. One endeavor stent was successfully implanted (3.0x15mm stent). The second lesion treated was located in the mid lcx, reference (MDR 2953200-2008-00230).one endeavor stent was successfully implanted (2.7x12mm stent). Ticlopidine was stopped on 3 months post procedure. At 24 month follow up, it was reported that revascularization was performed 3 months ago (CABG). The indication for revascularization was stable angina. The location of the revascularization was the lad and lcx vessel. Both lesions/vessels had been pretreated with endeavor stents. The investigator stated that the relationship of the revascularization event to the endeavor device was possible/probable. Following CABG that pt had ischemic cva in the post operative period. There is no info available about CT report or sequelae. It was reported that the relationship of the stroke event to the endeavor device was possible/probable. The stroke event did not lead to the pt's death. The pt was asymptomatic at the 24 month follow-up stage. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results- inherent risk of procedure (bypass surgery/stroke/cagb). Conclusion - other, (lack of info).